Event description:
It was reported that during a percutaneous coronary intervention (pci) with stent implantation stent damage occurred. An attempt was made to deliver the 3.00x12mm promus element stent to the right coronary artery with a non-bsc guide catheter. It was noticed that some struts of the stent were lifted. The procedure was completed with another of the same device. The patient remained stable and no complication was reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) with stent implantation stent damage occurred. An attempt was made to deliver the 3.00x12mm promus element stent to the right coronary artery with a non-bsc guide catheter. It was noticed that some struts of the stent were lifted. The procedure was completed with another of the same device. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned damaged. The struts on the first row on the distal end were raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 116mm and 500mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).